Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this 62 year old male patient had a right tka on (B)(6) 2019. The patient was revised on (B)(6) 2022 from a size 5 x 9mm poly to a 5 x 13mm poly due to instability. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the joint instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.